Event description:
It was reported by the patient advocate, that the patient with this pacemaker experienced a syncopal episode. In addition, there were concerns about the device performance. Technical services (ts) referred the patient to the medical doctor. No additional adverse patient effects were reported. This pacemaker remains in service. Additional information was received, the field clinical representative indicated that the device was working as expected. No adverse patient effects were reported. This pacemaker remains in service.

Event description:
It was reported by the patient advocate, that the patient with this pacemaker experienced a syncopal episode. In addition, there were concerns about the device performance. Technical services (ts) referred the patient to the medical doctor. No additional adverse patient effects were reported. This pacemaker remains in service.